Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an occlusion issue and was alerted by alarm 2. The blockage is likely at the site. Patient changed supplies as necessary and resumed insulin therapy. Patient also reported infusion set issue (bleeding at the site). The symptoms were noticed within 3 hours of insertion. The site of insertion was abdomen and was rotated regularly. No further information available.